Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6)2017. Reportedly, calibrations were entered during periods when cgm values were not present. No additional event or patient information is available. No data was provided for evaluation. The report of inaccuracies could not be confirmed. A root cause could not be determined. Labeling indicates: do not calibrate if the out of range symbol shows in the status area. Labeling indicates: do not calibrate if the glucose reading error symbol shows in the status area.